Event description:
Aaa repair utilizing a zenith three-piece modular graft was performed without complication. Final angiogram noted a proximal type I endoleak and a type ii endoleak believed to be originating from a lower lumber artery. The main body graft was re-ballooned at the proximal aortic neck. A repeated angiogram observed a slight pooling of blood around the proximal portion of the main body graft, but not advancing past the seal of the graft to the vessel wall. No communciation whith the aneurysmal sac was noted. Type ii endoleak was still observed. The noted type ii and the proximal pool of blood was believed would clot off and resolve in time. Pt to be monitored.